Event description:
I developed mouth pain, esp in my jaw, for the last year or more, also having pain in my tongue. Frequency: once daily. Dates of use: for about 8 yrs. Diagnosis or reason for use: to secure dentures. Event abated after use stopped: no.